Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 ¿ patient was diagnosed with indirect and direct left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1, #2). Per op notes, ¿the direct and indirect hernia was noted. The small indirect hernia was freed up and a perfix plug (device #1) was placed through the defect and secured using sutures. An extra large perfix plug (device #2) was placed into direct defect and onlay patch was placed and secured using sutures.¿ (B)(6) 2008 ¿ patient had pain and was diagnosed with recurrent left inguinal hernia thereby underwent open repair with partial removal of mesh (device #1, #2). Per op notes, ¿the hardened mass consistent with plug and overlay patch (device #1, #2) was resected. A new overlay mesh was sewed in place using sutures and a synthetic mesh was also secured.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent left inguinal hernia, abscess thereby underwent open removal of mesh (device #1, #2) and implant of phasix mesh (device #3). Per op notes, ¿purulent fluid was drained include granuloma. The pus from abscess was taken. The inter-abdominal mass was resected along with mesh (device #1, #2). An phasix mesh (device #3) was placed on the defect and sutured.¿